Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. The lesion being treated was located in the mildly tortuous, non calcified, 80- 90% stenosed left anterior descending artery (lad). The vessel was not pre-dilated. The physician deployed a taxus express2 8.8% 2.5 x 16 mm drug eluting stent in the distal lad at nominal 9-10 atms. He dialed down and tried to remove the balloon but it was sticking. The physician eventually deep seated the guide into the lad and was able to remove the balloon. The pt's bp dropped right after the balloon was removed, but returned to normal. No pt injuries were reported.